Manufacturer narrative:
Patient identifier, date of birth/age, and weight are unknown. Date of postoperative device breakage and symptom onset is unknown; however, reports of pain began approximately two (2) months postoperative. This report is for two (2) unknown broken screws. Additional product codes for this report include jdo. (Other): without a valid part and lot number, the UDI is not available. The original implant procedure was performed on or around (B)(6) 2015. Per the surgeon, the exact date is unknown. The complainant parts are not expected to be returned for manufacturer review/investigation. (B)(6) unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was originally treated for a proximal femur fracture in (B)(6) 2015 with the implantation of a dynamic condylar system (dcs) plate. Approximately two (2) months later, the patient presented with complaints of severe pain. It was then discovered that two (2) of the originally implanted screws had broken at their heads. The patient returned to the operating room on (B)(6) 2015 to have the original construct removed. The surgeon was not able to remove the threaded portion (shaft) of the broken screws as it would add extra stress to the already delayed healing of the bone. The decision to leave the broken pieces in the bone was further prompted by the patient's bleeding and history of hypersensitivity. The patient was then revised to a new dcs plate and additional screws. At this time, the patient is reportedly walking and doing well. This report is for two (2) unknown broken screws. This report is 1 of 1 for (B)(4).